Event description:
It was reported that during a laparoscopic cholecystectomy procedure the jaws would not release. The surgeon used a similar device and completed the case successfully. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.